Manufacturer narrative:
Concomitant: addr01 ipg, implanted: (B)(6) 2011.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and low sensing. The ra lead was capped and replaced. No p atient complications have been reported as a result of this event.